Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a left ventricular (lv) lead impedance warning due to a low impedance measurement. It was noted that the right atrial (ra) lead had under-sensing noted on the stored electrograms (egm) and the cardiac resynchronization therapy defibrillator (crt-d) cardiac compass had invalid data. The device and leads remain in use. No patient complications have been reported as a result of this event.